Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia and partial small bowel obstruction. It was reported that after underlay implant, the patient experienced recurrence, dense adhesions, contracted mesh, granuloma, severe pain, chronic wound, scarring, disfigurement, drainage, abdominal pain, jejunal polyp, bulging knot of tissue / suture / and retained mesh, serosal injury, and peritoneal foreign body. Post-operative patient treatment included skin debridement, removal, and excision of foreign body.